Manufacturer narrative:
B5: additional information: reportedly a 13.2mm vticmo13.2, -14.5/+0.5/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's eye on (B)(6) 2021. The cause of the event is reported as unknown. H6: investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -14.50/+0.5/102 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on 07 sep 2021. Low vault was observed. Lens was exchanged on 15 mar 2022 for a longer length lens and problem was resolved. All fine and patient is happy. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports low vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity, race - unk. Date of event - unk. Product code unk; esubmitter software does not allo for an unk or blank entry. Implant dte - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date - unk. Claim# (B)(4).